Event description:
It was learned through implant patient registry and medical records that a patient with a 25mm 11060a konect resilia aortic valved conduit avc developed post-operative bleeding from the graft anastomosis site along with mediastinal infection. The patient expired on pod# 49. Per medical records, the patient underwent biobentall procedure and pa plasty, with delayed chest closure. The post-operative course was complicated by aortic graft infection and bleeding, likely at the graft anastomosis site. The patient was discharged to hospice knowing that this infection and bleeding are very likely to be life ending and that antibiotics would only serve to stave off this outcome and would not increase the prospects of survival. Therefore, he was discharged on pod# 24 without any antibiotics. The patient expired on pod# 49. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: h6 (health effect - impact code). H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). The complaint is confirmed through medical records provided. There is no evidence to suggest an edwards manufacturing defect. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The subject device successfully passed visual inspections for graft attachment. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Cardiac surgery infection is a serious complication that can lead to high morbidity and mortality rates. Infections that are risks for perioperative patient populations include but are not limited to surgical site infections (ssis), central line associated blood stream infections (clabsi), catheter associated urinary tract infection (cauti), and ventilator-associated pneumonia (vap). Major risk factors of post-cardiac surgery infections are diabetes, hypertension, smoking, renal failure, and re-do operation. Ssis, also known as postoperative wound infections, are one of the main types of cardiac surgery infections and can delay post-operative recovery. Based on the information available, the most likely root cause is procedural and patient factors, including an infection that originated in the patient's mediastinum. An edwards defect has not been confirmed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section d4 (serial number), h2, g3, g6. H11: corrected data: corrected sections d4 (expiration date), h4 (device manufacturer date), h6 (health effect - clinical code).